Event description:
It was reported that the right atrial (ra) lead dislodged, was not pacing at full output and had low sensing values. The lead was scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) initially, the actual device was not received for evaluation. However, performance data collected from the device was analyzed and no anomalies were found. The distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was torn and breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged, was not pacing at full output and had low sensing values. The lead was scheduled for replacement. It was further reported that the atrial lead had no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) initially, the actual device was not received for evaluation. However, performance data collected from the device was analyzed and no anomalies were found.